Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet® solent¿ dista catheter. The pump, shaft, and tip were microscopically examined and functional testing was performed. It was observed that there was a hypotube break 24 cm from the tip of the catheter. Functional testing was done by placing the device in the console and during priming, the console gave a ¿check saline¿ error. The device would not functional due to the hypotube break. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that a failure to prime occurred. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure. During preparation, the catheter would not prime. There was a kink in the saline line and it could not be used. The catheter was not introduced into the patient. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a broken hypotube.